Event description:
It was reported that a homechoice patient died. Prior to death, the patient was hospitalized for an unreported reason. Treatment was not reported. The cause of death was not reported. It was not reported if peritoneal dialysis (pd) therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but was not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of service data for the device was performed and revealed there is no previous service history for this device. The device was shipped to the customer in new manufacture condition. A device history record review was performed with no issues, nonconformities, failures, rework or deviations found.